Event description:
Same case as MDR ID: 2134265-2013-06808. It was reported that a rotawire became separated. The target lesion was located in the mid right coronary artery (rca). A 330 cm rotawire with a 1.25mm rotalink plus were selected to treat the lesion. During preparation, the rotawire was advanced to the mid rca through a 6fr non bsc guide catheter. The rotalink was then loaded on the back of the rotawire and advanced up to the tuohy. Upon platforming, the physician requested a burr speed of 165rpm on the rotablator console. However, it was noted that although the system was working properly, it took longer than desired to set the desired speed. After platforming, it was then further noted that the rotawire was separated into two pieces at the site where the burr was spinning. The devices were removed and exchanged for another of the same of each device. There were no patient complications reported and the patients condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned fractured in two sections. The unit returned presented the wire fracture, as part of overall visual revision. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: failure occurred due to a rotational wear reduction of the cross sectional area followed by torsion overload. (Proximal section). Failure occurred due to a rotational wear reduction of the cross sectional area followed by a fatigue event with a final torsion overload. (Distal section). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-06808. It was reported that a rotawire became separated. The target lesion was located in the mid right coronary artery (rca). A 330 cm rotawire with a 1.25mm rotalink plus were selected to treat the lesion. During preparation, the rotawire was advanced to the mid rca through a 6fr non bsc guide catheter. The rotalink was then loaded on the back of the rotawire and advanced up to the tuohy. Upon platforming, the physician requested a burr speed of 165rpm on the rotablator console. However, it was noted that although the system was working properly, it took longer than desired to set the desired speed. After platforming, it was then further noted that the rotawire was separated into two pieces at the site where the burr was spinning. The devices were removed and exchanged for another of the same of each device. There were no patient complications reported and the patients condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-06808. It was reported that a rotawire became separated. The target lesion was located in the mid right coronary artery (rca). A 330 cm rotawire with a 1.25mm rotalink plus were selected to treat the lesion. During preparation, the rotawire was advanced to the mid rca through a 6fr non bsc guide catheter. The rotalink was then loaded on the back of the rotawire and advanced up to the tuohy. Upon platforming, the physician requested a burr speed of 165rpm on the rotablator console. However, it was noted that although the system was working properly, it took longer than desired to set the desired speed. After platforming, it was then further noted that the rotawire was separated into two pieces at the site where the burr was spinning. The devices were removed and exchanged for another of the same of each device. There were no patient complications reported and the patients condition is fine.

Manufacturer narrative:
(B)(4).